Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent a right atrial flutter procedure with an ez steer thermocool nav 4mm (exact model and lot number unknown) and suffered a heart block which required implantation of a pacemaker. It was noted that this patient had a medical history of structural heart disease prior to the event. During ablation, heart block was noticed 38 seconds into the procedure when the atrial and ventricular signals dissociated from each other. The heart block was confirmed by ventricular pacing with no atrial response. The ablation procedure was aborted and a pacemaker was then immediately implanted into the patient. The patient required an overnight hospital stay. The patient was reported to be in improved condition at the time the complaint was reported, although the patient will likely remain pacemaker dependent. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Per 21 cfr, part 803, this complaint is reportable. The product has not been returned and the lot number is unknown. The product investigation is pending.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: 1. Carto 3 (serial# (B)(4), model# m-4800-01), 2. Stockert (serial number and model number unk), 3. Cool flow pump (serial number and model number unk). (B)(4).